Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a brostrom surgery the anchors came loose out of the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8990st-1 fibertak® dx suture anchor with 1.3 mm suturetape serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to the device damaged. Visual evaluation revealed that no damaged to the inserter shaft, tip or handle. Evaluation of the suture noted that the suture has a knot close to the anchor. The most likely cause for the reported failure is a user error. According to dfu-0054 at revision 5. G. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.